Event description:
Healthcare professional reported approx 6 months after injection with juvederm voluma with lidocaine in the jaw and marionettes pt noted "swelling." Upon examination the healthcare professional noted "hard clumps of filler/granulation tissue" in the perioral area. Pt was treated with doxycycline and hyaluronidase. Four days later, the pt was treated with hyaluronidase a second time and four days after that pt was treated with hyaluronidase with xylocaine after another four days, pt developed "hot, tender, marked swelling [of the] perioral areas" and was treated with cephalexin.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of inflammation, nodules, induration, pain and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects - the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain or pressure, can appear after the injection. Indurations or nodules at the injection area.